Event description:
Pt received one endeavor drug-eluting stent during the implant procedure. It was reported that the pt died almost 5 years post implant. It was reported that at 5 year contact, a family member of the subject informed the study coordinator that his father had passed away. It was reported that the pt fell dead while walking to the mailbox. No autopsy was performed. The investigator reported that there was no relationship to the study device, study drug or index procedure.

Manufacturer narrative:
(B)(4). Evaluation results: (death).